Event description:
When the physician straightened the pigtail with a straightener during an attempt of advancing the stent over a wire guide ( revowave 0.025/piolax), the stent became kinked. (The stent was in contact with the wire guide when the kink occurred.) The physician used the device according to the instructions. A backup device was used to completed the procedure. There have been no adverse effects to the patient reported.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-10 of lot number c1592844 was unavailable for return to cirl. Lab evaluation: n/a. Image review: n/a. Documents review including IFU review: prior to distribution all zebd-7-10 are subjected to visual and functional checks to ensure device integrity. A review of the manufacturing records for zebd-7-10 of lot number c1592844 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1592844. The instructions for use, ifu0045-6 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿. Also, the user is instructed by the instructions for use, ifu0045-6: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Summary: complaint is confirmed as based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
When the physician straightened the pigtail with a straightener during an attempt of advancing the stent over a wire guide ( revowave 0.025/piolax), the stent became kinked. (The stent was in contact with the wire guide when the kink occurred.) The physician used the device according to the instructions. A backup device was used to complete the procedure. There have been no adverse effects to the patient reported.